Manufacturer narrative:
The exact demographics for the two (2) patients hospitalized in this event were not supplied. The patients' age, date of birth, sex and weight are unknown. A beckman coulter (bec) field service engineer (fse) was dispatched to verify the instrument's performance. While on-site the fse performed a pm (preventative maintenance) procedure on the instrument. No hardware issues were identified by the fse while inspecting the system. After completion of the pm the system was verified by performing a passing system check, high sensitivity (hs) system check and a precision test. The access accutni+3 reagent was not returned to bec for further evaluation. There were no reports of hardware errors, system or sample flags or issues with other assays in conjunction with this event. In conclusion, the cause of the non-reproducible access accutni+3 results can not be determined with the information provided. All mdrs associated with this event: 2122870-2016-00452, 2122870-2016-00453. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for twelve (12) patients on the laboratory's access 2 immunoassay system serial number (B)(4). Further testing of the twelve (12) patients produced erratic access accutni+3 results that were either lower and within the normal reference range of the assay, lower but still above the normal reference range of the assay or higher and above the normal reference range of the assay. These results were obtained from several, subsequent draws obtained from each of the patients in question. It was noted that the results in question were released from the laboratory and as a result two (2) of the patients were hospitalized. This MDR addresses the second patient to be hospitalized while MDR 2122870-2016-00452 will address the first patient that was hospitalized. Information regarding exactly which of the twelve (12) patients that were hospitalized was not supplied by the customer. The customer's quality controls (qc), assay calibrations and routine system checks were all performing within specifications at the time of the event. There was no indication of hardware failures, system flags or issues with other assays during the timeframe of this event. The patients' samples were collected in lithium heparin plasma tubes with gel separators which were then centrifuged for five (5) minutes at 3,500 rpm (revolutions per minute). There were no reports of sample integrity issues associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.